Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid right coronary artery. A 3.00 x 32mm synergy xd drug eluting stent was advanced for treatment. However, it failed to cross the lesion due to resistance and it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR. : a synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid right coronary artery. A 3.00 x 32mm synergy xd drug eluting stent was advanced for treatment. However, it failed to cross the lesion due to resistance and it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.